Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. The patient was on impella rp for hemodynamic support. While on support decreased heparin in purge, due to elevated prothrombin time of 123 was noted. Patient is stable post issue.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.